Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample and a statlock stabilization device was attached to the suture wings. Kink impressions and deformations were observed near the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the red-luered lumen, a leak was observed just distal of the molded joint. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split occurred within a longitudinally aligned impression. Additional longitudinally aligned impressions were observed in the vicinity of the split. Kink impressions, deformation and discoloration were observed in the vicinity of the split. The split exhibited a granular fracture surface. The damage was consistent with kinking and compression damage leading to fracture formation and propagation in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques likely contributed.

Event description:
It was reported that wetness was observed (B)(6) 2020 with no evidence of leaking during dressing change. It was stated it was "damp" from (B)(6) 2020 when nurses determined it was "wet" enough for a dressing change at which time the nurses observed the tpn/lipids leaking from the red lumen. No patient harm was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1337 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that wetness was observed (B)(6) 2020 with no evidence of leaking during dressing change. It was stated it was "damp" from (B)(6) 2020 to (B)(6) 2020 when nurses determined it was "wet" enough for a dressing change at which time the nurses observed the tpn/lipids leaking from the red lumen. No patient harm was reported.